Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer had been experiencing continuous elevated blood glucose (bg over 500 mg/dl). Customer alleged the pump was ¿faulty¿. Customer declined tandem technical support¿s offer to troubleshoot and no further information was provided. Customer reverted to manual injections for insulin therapy.